Event description:
Consumer reports their strips are reading 100 points higher than their old meter. Analysis run on clark error grid using competitive reading (104) as ref. Point vs. Bd reading (214) yielding data points in the c range of the grid, outside acceptable limits.